Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel that the patient called for multiple power disconnect alarms. The power kept switching from 1st to 2nd port even when the batteries were replaced. These events were happening quickly and were not recorded on the alarm log. Primary controller was replaced and no effect on the patient.

Manufacturer narrative:
The reported event of power switching on the unreturned controller, (B)(4), was confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple premature switching events. (B)(4) were active during premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. (B)(4) had not received the smr upgrade. Available log files did not record any power disconnect alarms. Analysis of the device could not be performed since the device was not returned for evaluation. The batteries mentioned here were not returned to the manufacturer. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.